Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip looked in good conditions, appeared unused and undamaged. The visual inspection confirmed a fiber body was broken. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identify signs of breakage along the length of the fiber, specifically 66 inches distal to the connector. It is likely that observed condition of the fiber resulted from an excessive manipulation/rough handling during setup contributed to the fiber body, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, when the fiber was connected to the console and activated it was observed that there was a hole in the fiber. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, when the fiber was connected to the console and activated it was observed that there was a hole in the fiber. Due to this, the procedure was completed using another device. There were no patient complications.